Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/08/2020. H3 evaluation: an empty opened foil and a needle/suture of product were received for evaluation. During the visual inspection of the sample, body fluids could be observed along the strand and the strand was not observed broken. The product contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed. In addition, the two sides of the fixation tab appear to be broken by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received no suture breakage was noted.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/07/2020.

Manufacturer narrative:
(B)(4). Date sent to the FDA. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bone tumor surgery on 1/12/2020 and the barbed suture was used. During surgery, the suture broke. A like device was used to complete the surgery. There were no adverse patient consequences reported.